Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had ongoing low rv tip to coil pacing impedance that intermittently triggered an alert. The lead remains in use. No patient complications have been reported as a result of this event.